Manufacturer narrative:
The insulin pump was received with all buttons functioning properly. However, found corroded keypad traces. No button error alarmed during testing. No ramping numbers were noted on the display. The pump passed all operating currents tested with in the range and passed off no power test. No unexpected battery out limit was noted. The pump was received with cracked reservoir tube lip and minor scratches on display window. (B)(4).

Event description:
The customer's mother reported via phone call indicating high blood glucose readings and a button error on the insulin pump. The customer's blood glucose was 551 mg/dl. The mother stated that her daughter was sleeping and the pump alarmed button error. The mother stated that the time numbers are scrolling and would not stop. The customer stated that the batteries were out of pump greater than duration allowed by the pump. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan.